Manufacturer narrative:
A visual examination of the returned guidewire revealed that the coil was unraveled at the distal tip, the coil peeled and was elongated near the distal section end. Additionally, the distal end was found to be broken. The complaint is confirmed. It is most probable that anatomical/procedural factors could have generated the damages encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an amplatz ptfe guidewire was used during a left percutaneous nephrolithotomies procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the surgeon pulled the wire out of the dilator, the guidewire coating was peeled. Upon x-ray it was confirmed nothing had detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no harm."